Event description:
It was reported the device was explanted and replaced due to premature battery depletion. The patient reported having never received a shock from the device. No patient complications were reported as a result of this event. Additional information reported the device had been programmed with high lv pacing outputs.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary battery depletion-normal.